Event description:
It was reported to Boston Scientific Corporation that an Expect Slimline SL was used in the stomach during an endoscopic ultrasound (EUS) procedure performed on (b)(6)2026.During the procedure, the needle distal tip came through the sheath. The procedure was completed with another Expect Slimline SL needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block D2b:Pro Code (Product Code): Additional Pro Code: FCG.Block G4:Additional Premarket / 510(k) #: K133312.Block H6:IMDRF Device Code A041001 captures the reportable event of Needle Punctured Sheath.